Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed at the bench level during failure analysis. The controller's liquid crystal display (lcd) was not functioning as expected. The lcd display module was replaced with a known working one and the results revealed that the controller was able to display all pixels correctly. The most likely root cause of the reported event can be attributed to a faulty lcd display module. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the display screen on the controller went blank. The controller was still working but no display. The controller was replaced. No patient complications have been reported as a result of this event.